Event description:
During cardiac catheterization, the guide catheter fractured and a large portion was retained and unable to be retrieved. The patient went emergently to the operating room for vascular surgery. Surgery: exploration of the right common femoral artery, removal of foreign body from common femoral artery, repair of right common artery.